Event description:
It was reported that the lesion was located between the left main (lm) and the left anterior descending (lad). A 2.75 x 12 mm xience and a 2.75 x 23 mm xience failed to cross the lesion during the procedure. As a result, a 2.5 x 12 mm xience was advanced; however, it also failed to cross and the stent became dislodged during retraction into the guiding catheter. The stent was located at the distal tip of the guiding catheter. A balloon dilatation catheter was used to advance the stent to the target lesion; however, the stent could not be advanced to the target lesion so it was implanted just proximal to the target lesion. A mini vision was used to treat the target lesion and complete the procedure. The patient was fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon, and in the guide wire lumen. There was thick dried contrast on the shaft and balloon. This is consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks and bends noted to the sds. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported multiple xience v sds failing to cross the lesion. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion/guiding catheter during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent proximal to the target lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.